Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection / side to end anastomosis, the surgeon fired the device; however, the device stopped firing after actuating slightly. Waiting 15 seconds, the surgeon attempted to push the blue button to fire the device again; however, nothing improved. The jaws were released from tissue. Replaced by new 60amt, the device fire to rectal and the rectal dissection was completed. Gender: not available. Age and weight: not available. Last patient's status: good. No reinforcement material use in conjunction. Sterilization method was autoclave and cleaning type was manual. Operating time not extended. No injury to the patient. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the reload had a full complement of staples. One tab of the lock ring was broken. The buttress material and sutures were all intact. Functional testing of the reload could not be performed due to the noted damages. A review of the device history record indicates the device lot number was released meeting all quality specifications. A secondary condition not related to the reported condition was noted. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.